Event description:
It was reported that the patient's generator and leads were previously explanted due to pain around the chest and neck. Multiple attempts were made to obtain additional information regarding the reported pain and explant; however, no further relevant information has been received to date.